Manufacturer narrative:
(B)(4). Per fsr, he found the last measured discharge (lmd) to be 6.86 amp hours (ah). Upon checking the logs it showed the system was last powered on (B)(6) 2016 for only four hours. The system has to be plugged in and turned on to charge. He charged the batteries to 8.35 ah and the system showed 35 minutes available during alternating current (ac) power fail test and would power up on battery. The unit was left plugged in and turned on to charge overnight.

Event description:
The field service representative (fsr) reported that during notice of field correction (nfc), the batteries were low. There was no patient involvement.

Manufacturer narrative:
Corrected block: MFR site.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) advised the user facility's perfusionist that the unit needs to be plugged in and turned on in order to charge the batteries and that this should be done at least twice a month. The user facility's perfusionist confirmed that the unit was working fine after properly charging it. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.